Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their insulin pump had multiple pump error. The customer¿s blood glucose was 360 mg/dl at the time of incident. Customer was able to successfully clear the alarm. Customer received request to rewind pump. Customer was able to complete pump rewind. Customer reports self test was passed. Customer received again pump error. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will not be returned for analysis.